Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 8042b, 4968-35, 4968-35, 4968-35: implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that there was failure to capture on the left ventricular (lv) lead. The lv lead was put into the right ventricular (rv) port and the lead was capped and abandoned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.